Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unchanged tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. Imaging was noted to be challenging throughout the procedure. An xtw clip (40612r1031) was inserted and deployed. To further reduce tr, an additional xtw clip two xtw (40612r1032) was inserted. However, while grasping with the second xtw clip, it was observed the first xtw had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The second xtw clip was then deployed to stabilize the first xtw clip. After deployment of the second clip, it was observed it had detached from the anterior leaflet as well and remained attached to the septal leaflet. No additional clips were implanted and tr remained at a grade of 3. There was no clinically significant delay in the procedure.